Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had a loss of therapy in the morning, has more leakage. The caller increased stim from 0.6 to 2.0 and the patient did not feel any stim. The patient sat in an electrical chair and felt a shocking sensation in her vagina. The caller decreased stim to 1.0 and the shocking went away. She sat in the chair again and felt the same shocking sensation. Caller decreased stim to 0.8 and the patient tried sitting in a non-electrical chair and felt stimulation, but not shocking. Patient services suggested keeping a notebook of stimulation settings and symptoms and follow up with the doctor as needed. No further patient complications are anticipated or expected as a result of this event.